Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep placed an spc sundance repair kit and loaded the system software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system intermittently would not boot up properly. This happened during a procedure. No pt injury was reported.